Event description:
It was reported that the system had an ad 15 error, communication failure error. This error may result in a system lock up, no boot, or shut down situation. There is no report of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the power control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.